Event description:
Reporter alleged obtaining the results of 4 mg/dl and 5 mg/dl which are outside the reading range of 10-600 mg/dl of the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged obtaining the results of 4 mg/dl and 5 mg/dl which are outside the reading range of 10-600 mg/dl of the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device.